Manufacturer narrative:
(B)(4). Batch # r92543. Investigation summary : the device was returned with the upper jaw detached and not returned. In addition, the I-blade was slightly lifted. The device was connected to the generator and it was recognized. Because the jaw was detached not all functional testing could be performed with the generator. Therefore, we were unable to investigate further the alert screen and the instrument error issues reported. A probable cause of the damage to the jaw could be not allowing thick and fibrous tissues to denature prior to I-blade advancement. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformance's were identified.

Event description:
It was reported that when connecting the enseal to the gen11, the generator recognized it as usual, but later it began to indicate that there was an error in the blades, and that they had to be separated. Then the gen11 asked to disconnect the product. The product was disconnected and reconnected. When trying to use the enseal, the jaw broke when using it on the abdominal wall. The movable claw of the clamp was the one that broke and fell in the patient, this piece was removed by the doctor, the patient was not hurt at any time. There was no damage to the patient, the surgery was performed with silks, as there were no more devices available.